Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# / serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, lot# / serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Film was reviewed, and it was determined that there was lead migration by one level. However, the lead migration was an incidental finding and did not contribute to a loss of therapeutic effect. The patient was able to be reprogrammed to provide appropriate therapy. No surgery was planned or performed to resolve the issue.